Event description:
The complainant reported the gastrostomy tube's balloon valve/band was detached. The physician placed the valve back in the balloon port, and the balloon inflated correctly; however, it deflated too slowly. The tube was removed and another tube was inserted.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint. A disconnected valve band and inflation valve assembly were identified. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.